Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in a severely tortuous and severely calcified mid left anterior descending artery. The lesion was predilated with a non-bsc 2.0x15mm balloon. The taxus express2 2.5x20mm drug eluting stent was introduced, but was unable to cross the lesion. The device was removed from the patient, and the physician noted that a stent strut was lifted up. The procedure was completed with a different device. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. There was no indication of a manufacturing defect or anomaly identified within the review of the manufacturing records for the reported batch number. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause will be documented as operational context due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulty.